Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2017 with the following findings:. Battery cap not returned w/pump at time of investigation; test cap attaches securely to pump. Black box verified a (por) power interruption).. The pump was successfully run on a 24-hr basal program w/no reboot occurrences. Unable to duplicate complaint of no power during investigation. Opened pump; no damage observed to power circuit. No moisture observed internally.. Battery compartment crack below the bumper.